Manufacturer narrative:
Investigation conclusion: the customer experience of the syringe module displaying a ¿calibration required¿ was confirmed during functional testing. Performed testing utilizing the worn split nut test method (1501-069-027-s dir 10000348462). The ¿calibration required¿ error was replicated during functional testing with the infusion test. Results of asm v10.33 plunger force accuracy were initially ¿fail¿. During the internal inspection process, discovered signs of thread wear on the split nuts. Replaced worn split nut with known good split nut and performed functional testing again. Infusion test ran for 24 hours with no occurrence of ¿syringe calibration required¿ error. Asm v10.33 plunger force accuracy test was performed three times and resulted in ¿pass¿. Device was being used for patient treatment. A review of the device history record in sap for sn 14722559 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 14722559 which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that a tagged syringe module read "calibration required" was sent to biomed. The customer states there was "no incident" and no additional information is available.